Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue, therefore a more specific code could not be selected.

Event description:
It was reported that hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced or hour glass icon in status box of the mobile device which occurred the day the sensor had been inserted in the abdomen. The night prior to the episode, on (B)(6) 2024, the patient tried to start a new sensor session; however, it did not connect. An error message read "sensor error wait up to 3 hrs." He checked his bg (blood glucose) before going to sleep and it was 180 mg/dl. An unspecified time later, the patient had reportedly been found on the ground unconscious by his spouse after falling from the bed (it is presumed the next following morning). He woke up to the paramedics surrounding him because his wife had called 911. The bg by ems (emergency medical services) was 32 mg/dl and there was no reading on the display device due to sensor error. The patient was treated with 1 glucagon shot and he recovered after 20 minutes. After treatment, he experienced a headache. He was treated further with carbohydrates. An unspecified time after treatments, the bg was 65 mg/dl before paramedics departed. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause for ??? Or hour glass or no readings or sensor error was determined to be sensor noise. No additional patient or event information is available.